Manufacturer narrative:
Upon investigation of the disposable device, a hole was observed on the bottom side of the array near the proximal array end. This was most likely caused by excessive longitudinal retraction force exerted on the array after the procedure, resulting in abrasion of the array against the external sheath distal tip. As this damage presumably occurred post-ablation, the device ablation profile would not be impacted. This observation will be monitored and trended. This device failure would not lead to serious injury or death and therefore should not be considered a reportable event.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, a first device failed cavity integrity assessment. A second device was inserted into the patient cavity and the ablation was completed. Upon removal of the device from the patient cavity, the array was torn. No harm to patient.